Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensor. The customer's blood glucose level was 354 mg/dl and she went to the emergency room to be rehydrated. The customer was a little nauseous and did not eat breakfast. The customer was in the emergency room on (B)(6) 2016 as a result of high blood glucose levels. A neighbor took her to the emergency room. They gave her ivs. She was wearing the insulin pump at the time of hospitalization. She was also on the tail end of her sinusitis. The device was not returned.